Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had exposed wires at the tip. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and exposed wires were noticed before it was inserted into the patient. The procedure was completed using a backup instrument. The instrument did not collide with any tools, was not inserted, and had no removal issues. The instrument is available for return but no photos or videos are available. No patient information is applicable.